Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer reported random no delivery alarms which forced the patient to change the set rarely. The customer declined to troubleshoot. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will not be returned for analysis.